Event description:
According to the customer, these pads have been reported as too thin, slow-absorbing, and uncomfortable in texture. Some residents have compared the surface feel to plastic or paper, and instances of clothing being soiled have been reported.

Manufacturer narrative:
According to the customer, these pads have been reported as too thin, slow-absorbing, and uncomfortable in texture. Some residents have compared the surface feel to plastic or paper, and instances of clothing being soiled have been reported. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.